Event description:
A hospital in (B)(6) reported that an rt235 breathing circuit failed the ventilator leak test . This was found before patient use.

Manufacturer narrative:
(B)(4). Method: the returned circuit was pressure tested and submerged in a water bath to check for leaks. Results: the device was found to be leaking at the swivel. A lot check revealed no other complaints of this nature for lot number 090909. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).